Event description:
The pump began stalling on (B)(6) 2015 at 1am. Since then there had been several intermittent stalls and recoveries with the most recent stall recovery at approximately 4:40 on (B)(6) 2015. It was later reported that the length of the motor stalls to recoveries varied, but seemed to be getting longer each time. The last motor stall did not recover. The patient was having intermittent increased spasticity and was not feeling well. The patient was sent to the ER (emergency room) on (B)(6) 2015 and was referred to the neurosurgical group. The patient was taken to surgery on (B)(6) 2015 and the pump was replaced. During the replacement procedure, the neurosurgeon attempted to aspirate the cap (catheter access port) without success. There was no backflow from the catheter when detached from the pump so the surgeon decided to replace the catheter with a newer model catheter. The patient had been on a high dose of gablofen (2000 mcg/ml at 1471 mcg/day). The surgeon was concerned that the patient may get too much with the new catheter in place, so he lowered the dose by 75% to 360 mcg/day. The patient was being monitored as an in-patient by neurosurgery and neurology.

Event description:
Additional information received reported that there was another motor stall on 2015-(B)(6) at 21:39, with recovery on 2015-(B)(6) at 6:40.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type catheter; product ID 8590-1, lot # n261301, implanted: (B)(6) 2010, product type accessory. (B)(4).